Event description:
Related manufacturer report number: 2017865-2022-40028. It was reported that post-paced t-wave oversensing was observed on the device and noise resulting in oversensing an inappropriate mode switching was observed on the right atrial lead. Abbott technical support recommended reprogramming and provocative ra lead testing, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.